Manufacturer narrative:
This emdr is not required as emdr 418660 was submitted for this device (B)(6).

Event description:
It was reported that two large volume pump (lvp) display boards needed to be replaced for dim/ missing segment.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that two large volume pump (lvp) display boards needed to be replaced for dim/missing segment.